Manufacturer narrative:
Device was not returned. If additional becomes available, it will be provided in a supplemental report. Device evaluated by MFR: hospital disposed.

Event description:
It was reported that, during a primary procedure on a left distal radius, when seating the non-locking screw, the head broke off just as it was fully seating. The screw shaft was left in the patient and surgery was completed successfully with a surgical delay of less than one minute. No adverse consequences were reported.